Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker was part of a system revision and explant due to infection with sepsis and erosion. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted. There were no additional adverse effects reported. The pacemaker was then used externally for temporary pacing. Subsequently, the pacemaker was removed from service when a new system was implanted.